Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. All buttons function properly. However, moisture damage was noted on keypad traces. Moisture damage was noted on lcd board and on mother board. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his insulin pump was not delivering his insulin. Customer stated that he left it running overnight and he did not see any insulin exit. Customer stated that the insulin pump had keypad anomaly and the arrows are not working either. Nothing further was reported.